Event description:
Treatment of an ischemic stroke. During the procedure, it was reported that the physician made a second pass and the stent detached as the physician was retrieving the device.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as the stent remained in the patient.(B)(4).